Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 32mmol/l. Troubleshooting was performed and found moisture underneath the reservoir seating. No further information was provided.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage/occlusion anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.inspected two opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage/occlusion anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.